Event description:
The customer states that the aeroset analyzer generated a potassium value of 2.8 mmol/l on one pt sample. The sample was repeated and generated a value of 4.7 mmol/l. The sample was then verified on the laboratory's back-up analyzer (integra) with a value of 5.0 mmol/l. There is no impact to pt management reported.